Event description:
A doctor's office alleged that eight (8) patients had experienced mucosa damage after wearing the inspire ice bracket. This is the first of eight (8) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The patient was prescribed pain medication and medication for the mucosa. To date, the patient has fully recovered and is doing fine. The device involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.